Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unit received with cracked case, cracked case (battery tube), and cracked case-corner of belt clip rails. Unable to perform displacement test, displacement accuracy test, or occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion and force sensor test. Unit was monitored for 24 hours and no device heating up anomalies noted.

Event description:
Information received by medtronic indicated that the insulin pump had started overheating at the bottom part and burning skin. No harm requiring medical intervention was reported. The device was returned for analysis.